Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces and missing end cap sticker. No button error alarm. No moisture damage was found inside the device. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and he was unable to clear the alarm. The customer explained that there was a storm and he was outside putting sand bags and rain might have gotten inside the device. Blood glucose value was over 290 mg/dl; which he treated with the insulin pump. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.